Event description:
It was reported, during pin insertion, the head of the pin partly melted, but could be welded into the bone reaching the intended position, no prominent parts.

Manufacturer narrative:
It is not known at this time if the device will be returned for investigation. If the device or additional information is received, it will be submitted on a supplemental report.